Event description:
It was reported that the fiber cap "burst" and a small amount of glass broke off of the fiber cap inside the pt during prostate vaporization. The joule count on the fiber at the time of this event was unk. It was reported that the cap was retrieved. The procedure was continued with a second fiber, which was also reported (reference MFR report number 2937094-2012-00286). The procedure was completed with a third fiber. There was no pt injury.

Manufacturer narrative:
The component codes 814 fiber and 424 cap are associated with the device code 1069 break.